Event description:
It was reported that, post implant, the device had a warning for shock impedance high and out of range. An x-ray was done and under-insertion was confirmed. Technical services discussed this with the clinic. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that, post implant, the device had a warning for shock impedance high and out of range. An x-ray was done and under-insertion was confirmed. Technical services discussed this with the clinic. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that, post implant, the device had a warning for shock impedance high and out of range. An x-ray was done and under-insertion was confirmed. Technical services discussed this with the clinic. There were no adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted that the set screw marks were located more proximal than expected on the terminal pin. Some spring marks were located on the teco thane covering. The lead passed testing with normal lead resistance measurements, passing the high energy test, and no conductor issues. Analysis confirmed improper insertion depth of the lead terminal into the device header as indicated by the set screw marks on the terminal end and spring marks on teco thane.